Event description:
It was reported that when using the bd pyxis¿ medbank mini, the user was unable to dispense the full required quantity of medication. When attempting to issue medication, the required quantity was 6 units, but the system only allowed 3 units to be issued. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the system allowed only a partial quantity of a medication to be issued when a higher quantity was requested. A technical support specialist (tss) instructed the customer on how medication issuing quantities function. The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the issue.